Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed based on production testing. An actual temperature reading was not captured as the attachment stopped working post-production testing. Quality observations: cap end bearing failure, free roaming ball bearings most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside of the head which is evident from the wear on the teeth of the gears. All components looked drying with no evidence of lubrication. Root cause code: est10, set/tail/head/maint/no lube.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.